Event description:
Unit was being used to treat a skin cancer. The unit indicated that x-rays were being administered, when, in fact, no irradiation was given for the last half of the treatment. This was duplicated on a trial run, and confirmed by the physicist.